Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and current blood glucose level was 87 mg/dl. Customer also experienced blood glucose level was 38 mg/dl customer treated with food. Customer alleging possible pump over delivery. The insulin pump will not be returned device for analysis. Frn-mmt-332a-rsvr; unomed set.